Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that patient had multiple falls and only the older implanted lead had the high impedances, surgical intervention was undertaken on (B)(6) 2023 wherein the lead and anchor were explanted and replaced with a lead to address the issue.

Manufacturer narrative:
Date of event is estimated. Further information has been requested but not yet received. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial:(B)(6) , batch: a000112824.

Event description:
It was reported that patient is unable to enter MRI mode and it was found that one of the patients leads has high impedances. As a result surgical intervention may be undertaken to address the issue. It is unknown which lead has the high impedances.